Event description:
It was reported to philips that the system's control module had no power, preventing geometry movements and giving shutter errors. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) visited system onsite and confirmed that the geo module was unable to power on. The review of system log files indicated fan tray error. Upon troubleshooting, the fse identified that the cause of the issue was due to defective fdcsib (flat detector controller system interface box). To resolve the issue, the fse replaced fdcsib and performed functional tests, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.